Manufacturer narrative:
Patient had a scheduled suprapubic catheter change on (B)(6) 2011. (B)(6) days later, it was reported that the catheter had flattened and was not draining properly. A new catheter was placed under general anesthesia. The patient was reported to be doing well and the replacement catheter has been functioning well. The routine catheter changes for this patient are done in the operating room under general anesthesia. Information was not provided as to why this is necessary. It is not known if attempts were made to irrigate the catheter. The condition of the urine or presence of sediment is also not known. The sample was not retained for evaluation. No description of the catheter was provided. The account has not had any other similar incidents and the patient has been using this particular catheter without previous issue. A root cause has not been determined. During the last year, we have had no other similar complaints. No corrective action is indicated at this time. Due the reported need for surgical replacement of the catheter, a medwatch is being filed.

Event description:
Report that catheter flattened, required surgical replacement.